Event description:
During placement of epidural catheter for labor anesthesia, the yellow connector which attaches to the epidural catheter failed to permit injection of analgesic medication. The connector had to be removed and replaced with a catheter connector from a second (new) epidural kit. This connector worked fine. The defective connector was attached to the unused catheter from the second kit and it continued to prevent injection.this has happened several times at this facility and suggests a possible manufacturing issue. (Refer to previous med sun report submission 11/16/11.)======================manufacturer response for tray, anesthesia, epidural and spinal, catheter, espocan (per site reporter).======================they want to have the device returned to them to evaluate.